Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and patient concern with the product.

Event description:
Healthcare professional reported left side rupture and exchange due to concern with product. Device has been explanted.